Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 445 mg/dl while wearing the pod between 24 and 36 hour. When patient press start, they realized the needle did had not deployed as intended. The cannula was also discovered to be bent/kinked and pod was found to be leaking during wear. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The needle mechanism assembly was inspected and no issues were found that would indicate the cannula being improperly inserted. The exposed portion of the soft cannula was found to be bent and have a tear. Fluid was observed exiting the tear during leak test. It could not be conclusively determined when the tear occurred. Based on the investigation, it could not be conclusively determined when the damage to the soft cannula occurred or if it was due to the cannula being improperly inserted.